Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was found that the mu mode showed discrepancies in the real time clock. It was determined that the depleted battery. The unit was charged for 72 hours. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device will not retain date and time. There was no patient involvement, the event occurred during testing.